Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming device's low water alarm did not work. No patient injury or adverse affects were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded heater and drain fitting, cracked liquid crystal display (lcd) and tank cover. Functional testing triggered the float switch and it alarmed as intended. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 are unknown, no information provided to date. Additional event information received indicating no patient involvement.

Event description:
Additional information was received which included there was no patient involvement, issue occurred during preventive maintenance.